Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) lead outer insulation was damaged at 2 points. The damage was repaired using sleeves and silicon glue. During the procedure it was noted that the patient had a "profound vagal reaction with systolic blood pressure fall from 150 to 80 with lead removal requiring emergency echo assessment and fluid/pressor resuscitation." The lv lead remains in use. No further patient complications were reported as a result of this event.